Event description:
Nellcor puritan bennett received a call from a rep of facility on 4/21/99. Facility called to report the following problem: no volume delivered with all leds and constant audible alarm.